Manufacturer narrative:
Corrected information has been provided in d1 brand name. Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Added g1 manufacturer contact fax number was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was determined to be an unintentional use error as pigtail was pulled and pump was pulled out ventricle by the user.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in an 87-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The pump was placed emergently and was likely positioned under the mitral valve. A pigtail catheter was placed through the introducer sheath to assess the mitral valve and pressures. During attempts to reposition the pump, the pigtail catheter was pulled, resulting in the impella being pulled out of the left ventricle. No attempt was made to recross. The physician requested a new impella cp, which was successfully placed. The patient survived to explant. The reported events include device in wrong position, device revision or replacement, and hemodynamic instability. The impella cp will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.